Event description:
Smiths medical intl, ltd, has been notified of an event that cuff leakage on a pt with a ventilator alarm. Sp02 had dropped. Was found after in use for six days. The device was pretested per the instructions for use. No adverse outcome to pt. Event occurred at hospital in another country.